Event description:
It was reported during a proximal interphalangeal joint replacement procedure the surgeon implanted the pip implant a little crooked. On removing the implant it broke. The surgeon implanted another implant successfully. It was reported no harm to the pt and the final x-rays were reported negative for foreign bodies.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.